Manufacturer narrative:
The device did not return for evaluation. The customer did not provide additional information and no serial number was provided for the device. Based on this fact, device couldn't be visually nor physically evaluated and a historical review couldn¿t be executed. Therefore, no probable cause could be determined.

Manufacturer narrative:
It is unknown if the device is returning.

Event description:
This is report 1 of 2 capturing the plum 360 pump for this event that occurred in room 12 on (B)(6) 2018. The event involved a plum 360 pump that the customer reported blood was backing up in the IV tubing line and the tubing was flattened down. It was reported that a primary plumset was delivering unspecified total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC) line at 4.32ml/hr. Eight hours into the infusion, it was noted that there was a ¿large amount of air and the tubing collapsed above the cassette.¿ it was reported that actions taken were that they ¿had to remove PICC and new PICC had to be placed.¿ the patient was in room 12 of the neonatal intensive care unit (nicu), was 30.6 weeks gestation and weighed 1850 grams.